Event description:
Procedure type: orthopedic procedure. According to the reporter: the suture was used for subcutaneous suturing. Upon inserting into tissue, needle would not come out. The suture was able to be removed but needle was left behind. The patient was x-rayed and needle was found and retrieved. Or was extended for 30 minutes due to this issue.

Manufacturer narrative:
Initial report sent: 08/22/2008.